Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded a red alert due to right ventricular pacing impedance out-of-range, although, no exact measurement was noticed. Technical services reviewed the case and could not find any measurements as well. No evidence of noise presented. Further evaluation will be performed remotely. Attempts to obtain additional information were unsuccessful, no further information was known. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a red alert due to right ventricular pacing impedance out-of-range (oor), although, no exact measurement was noticed. Technical services (ts) reviewed the case and could not find any measurements as well. No evidence of noise presented. Further evaluation will be performed remotely. Attempts to obtain additional information were unsuccessful, no further information was known. However, further information was eventually received. Both shock impedance and pacing impedance have shown high oor measurements. In addition, a non-sustained ventricular tachycardia episode was noticed showing some noise oversensing. Ts recommended to perform a commanded shock on this patient to evaluate this patient's right ventricular lead real shock impedance. Additional information indicates that ts from abbott review this case as well and notice adequate shock impedances. And, because this crt-d's has the old header, a spring connector issue was suspected due to the previously mentioned noise/oversensing. However, ts indicate that this issue would not likely cause fluctuations on the shock impedance. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded a red alert due to right ventricular pacing impedance out-of-range, although, no exact measurement was noticed. Technical services reviewed the case and could not find any measurements as well. No evidence of noise presented. Further evaluation will be performed remotely. Attempts to obtain additional information were unsuccessful, no further information was known. This device remains in service and no adverse patient effects were reported.